Event description:
It was reported that the location of the navistar catheter as determined by x-ray was not in the same place on the carto map during a mapping procedure. It was also reported that there was no pt injury and the problem has not reoccurred.

Manufacturer narrative:
Investigation of this complaint is still ongoing. This report will be updated upon completion of investigation.